Event description:
Customer reported not being able to test his blood glucose due to a blank screen appearing on their freestyle freedom meter. Customer reported experiencing symptoms of dizziness, sweating and loss of consciousness for about 2 minutes. Customer reported drinking soda to counteract his symptoms. There is no report of third-party medical intervention or diagnosis.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.